Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the lubricant leaked inside of the tray.

Manufacturer narrative:
The reported issue was confirmed as cause unknown. During the visual evaluation, it was confirmed that the lubricant syringe did not have the tip cup on it, and a drop of the lubricant was on the bottom of the tray, it was observed that the rayon ball was out of placement (and was found on the syringe's tip). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the lubricant leaked inside of the tray.